Event description:
This was a vascular intervention case conducted in the cardiac cath lab to attempt return blood flow to the patient's left sfa. The patient had a 300mm, subacute, in-stent (viabahn covered stents; 16mths old) cto of the left sfa. The physician chose to use both the 2.0 turbo elite (te) and turbo tandem (tt) on this lesion. The physician was advised that these two products were not indicated for this procedure and using them would be off-label. The physician placed both a terumo 7f sheath and a distal emboli protection device into the sfa. After lasing for 7 minutes down the entire length of the lesion no lumen was achieved. The tt was then used to make one pass down the lesion, again unsuccessfully. The distal emboli protection was removed and the patient was treated with a balloon, stent and tpa. The patient was not harmed by the off-label use of the te and tt.